Event description:
It was reported by service report that the bed was having scale issues due to a defective load cell. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.